Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported patient injury. Dates-ohmeida's investigation into the reported occurrence is still ongling. A follow-up will be issued when the investigation has been completed.